Event description:
Pt reported obtaining elevated blood glucose results (-350 mg/dl) while using the suspect device. Pt indicated that, based on the results, she was taking an additional 2-5 units of insulin lispro. Pt reported that, on 4 occassions, 1-2 hours after delivering additional insulin she lost consciousness. On each occasion, pt was reportedly treated by a relative with glucose tablets, glucose gel, or a sugared beverage. No additional treatment was received. Pt was unable to provide exact values obtained on the device preceding insulin dosage. Additionally, pt did not know if blood glucose was tested during hypoglycemic events. Pt's current condition: "fine." At the time of the report, pt no longer had the test strips in use during the hypoglycemic events. Technical support requested the return of the blood glucose monitor and a replacement device was shipped.